Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had their left ventricular assist device (lvad) implanted on (B)(6) 2022. Post operatively the patient had to be given epinephrine. An echocardiogram was performed on (B)(6) 2022, which revealed moderate systolic dysfunction of the right ventricle. On (B)(6) 2022 the patient developed right heart failure and was treated with dopamine. They remained on dopamine until (B)(6) 2022 and was intermittently on diuresis with bolus doses of bumex (bumetanide) and furosemide. On (B)(6) 2022, the patient was also started on a continuous lasix (furosemide) infusion. On (B)(6) 2022 the patient was admitted to the emergency department with bloody bowel movements, anemia, and elevated lactate. A computed tomography (CT) scan of the patient's abdomen was performed for concerns of ischemic colitis. No active hemorrhage was found. The CT scan did show a severe ascending colon and cecal colitis, as well as moderate superior mesenteric artery narrowing. The patient was febrile and had a high white blood cell count (wbc). Blood cultures were taken but came back negative. The patient was then admitted into the intensive care unit (ICU) and put on vancomycin, cefepime, given 2 units of packed red blood cells, and one liter of intravenous fluids (ivf). The patient was hemodynamically stable upon ICU admission. A colonoscopy was completed on (B)(6) 2022, which showed a continuous area of nonbleeding ulcerated mucosa with no signs of recent bleeding and a large colonic cast of sloughed off cells. Surgery was consulted but the patient's bleeding ultimately stopped and they were free of abdominal pain. It was decided that the lesion was not flow limiting. The patient's blood count stabilized and they were discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure, infection, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 patient handbook, rev. C, is currently available. The IFU and patient handbook both contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.